Manufacturer narrative:
B3 date of event: used (B)(6) 2019 as no event date was provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 20.7cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke in half. The device was pulled through the guidewire and the procedure was completed with a different balloon. There were no patient complications reported.

Manufacturer narrative:
Date of event: used 1-jul-2019 as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke in half. The device was pulled through the guidewire and the procedure was completed with a different balloon. There were no patient complications reported.